Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the unite and passed. Pump received with intermittent button response due to j2 connector unlocked on lcd board. No button error alarm during testing. Pump was inspected and no moisture was noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the act button was not responding as well as motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.